Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating the report. The front enclosure was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.